Manufacturer narrative:
(B)(4). Concomitant medical products. Unknown, unknown conrad murray ulnar component, unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that a patient underwent an initial total elbow arthroplasty procedure. Subsequently, patient is being considered for a revision due to pain in range of motion. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.